Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02463. It was reported that the patient was admitted for a low flow alarm on the controller, which showed 0.0 liters/minute with no flow but a mechanical hum was heard. The controller was replaced. Log file analysis captured continuous low flows. The pump was seeing a reduction in blood volume. The patient was stable once the controller was replaced and the parameters returned to normal/baseline levels. The flows and pump parameters also showed on the system monitor and controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms were confirmed via log file analysis. The heartmate iii system controller (serial #: hsc-089429) was returned for analysis. A log file was downloaded from the returned system controller as well as submitted for review spanning approximately 3 days (20apr2021 ¿ 21apr2021, 27apr2021 per timestamp). Events occurring on 27apr2021 are from product testing at abbott. Throughout the log files are low flow alarms. These alarms did not clear while the controller was in use. There were no other notable alarms in the log files. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms produced. The system controller was able to function as intended. Additional information communicated on 09jul2021 indicated that all alarms resolved after exchange of the system controller and did not occur after the exchange. Although the event initially resolved, low flows continued. Refer to manufacturer report number 2916596-2021-03046 and manufacturer report number 2916596-2021-04161 regarding the continuation of low flows. The root cause of the reported low flow alarms were unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that all alarms resolved after controller exchange. The patient was asymptomatic and discharged home after medication adjustment. Entresto and aldactone were put on hold. Computed tomography angiography was done on (B)(6) 2021 due to contrast allergy and needed admission for steroids premed.